Event description:
A post-operative x-ray revealed that the electrode array had folded over. The patient's device was explanted. The patient was re-implanted with another advanced bionics cochlear implant.